Manufacturer narrative:
A supplemental report will be submitted, upon completion of the plant's investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment an internal blood leak occurred in the dialyzer. The estimated blood is unk. The machine did alarm appropriately. The pt did not experience any adverse effects or seek medical attention. The pt completed treatment on a different machine with a new set-up. The actual sample is not available for evaluation and no further info is currently available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. The device was visually inspected both internally and externally and the inspection revealed a short fiber on the cavity ID end located on the circumference of the fiber bundle at 270 degrees (with the dialysate port situated at 0 degrees). The dialyzer was subjected to a bubble point test in which a steady flow of bubbles was noted from the cavity ID end potting cut surface, indicating a leak in that vicinity. The device was deconstructed and the fiber bundle was subject to a flow test in which the short fiber indicated on visual inspection displayed a steady flow of bubbles. The complaint was confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.